Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Analysis of the returned device revealed that the mesh was torn and damaged. There is a string tied to the mesh. The capio slim suture capturing device was not returned for analysis. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during procedure, adequate positioning of the device could not be achieved (¿mismatching of the guide mesh¿) resulting in the use of another uphold¿ lite device to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: the mesh was torn and damaged. There was a string tied to the mesh.